Event description:
Customer reportedly obtained results of 17.7mmol/l, 14.6mmol/l, 13.9mmol/l, and 30.2mmol/l on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Event occurred in (B) (6).